Event description:
It was reported that ams inflatable penile prosthesis accessory kit contained 22 gauge hypo needles which kept leaking when hooked up to syringe. Four different syringes were tried and all of them leaked.

Manufacturer narrative:
Field change: b5, h3, h6, h7, h10.

Event description:
It was reported that ams inflatable penile prosthesis accessory kit contained 22 gauge hypo needles which kept leaking when hooked up to syringe. Four different syringes were tried and all of them leaked. Additional information received stated that all syringes has since been destroyed and they were 50cc. It was further stated that a scrub tech who was experienced with the procedures, screwed on the caps tightly, but the needles still leaked. The smaller needles in the accessory kit did not leak, but the larger needles from the kit did. Additional information received stated that the treatment was delayed because the pump needed to be reprimed due to this issue with the needle. It was further stated that the needle would not properly screw onto the syringe because it was leaking and letting the air in. When it was used for the inflate test, a bunch of air got into the system and the surgeon noticed that the air was now in the pump. The pump needed to be reprepped to get the air out.